Event description:
It was reported in (B)(6) 2007 that the patient had to recharge his device more frequently. When the patient first got his implant he was recharging every 3 weeks, but now the patient was recharging every 2-3 days. The patient also stated that there was a lessening of therapeutic effect once the charge level got below 50%. On (B)(6) 2007, the device was unable to maintain a charge with the rechargeable battery, and the patient had increasing pain in the lower extremities. The patient had physical and cognitive difficulties with recharging, so the patient/caregiver was retrained on how to recharge. The device was interrogated and there was no stimulation to the lower extremities. An x-ray was taken of the leads showing the leads had not changed position since implant. The device was reprogrammed to attempt getting better pain coverage, and the patient was scheduled for a battery replacement on (B)(6) 2007. The patient died. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).